Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy a53 (android 13) with mmt1885 780g pump (software version 6.7v) was conducted and confirmed the issue was not reproduced. The software did not successfully adhere to the specified requirements and did not perform in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation of the application logs we found that 2 different issues happened during the recorded dates (oct 25 octo 28). Multiply failed connection attempts observed on october 27, the root cause is that the sake decryption key was not configured by the time it was used by the app for establishing connection with the pump (esf 5751252). The app was killed by the android os (because of google services app update) and once the app was started sake initialization race condition (described in detail in esf 5751252) happened causing the sake decryption key being not configured. As a result, the app was not able to reconnect with the pump. The issue was resolved by the customer by repairing with the pump (which triggers sake decryption key reinitialization). The esf 5751252 is fixed in 3.1.0 app version. Multiply cases observed where phone disconnected from the pump because of gatt error with code 133. This is a generic gatt error, could be attributed to various factors, such as device software, radio/microwave interference, or errors in the bluetooth stack implementation. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: force stop and restart the app. Let the app reconnect with the pump. If this does not help, please try next: make sure users remove paired devices from phone and pump also ensure that there are no other paired pump devices on the phone delete the minimed mobile app's memory cache in the android settings: settings, apps, find minimed mobile in the list of apps, storage and cache, clear cache and data. Delete the app. Reset networks (reset network settings: settings connection sharing reset wifi, mobile networks, and bluetooth reset settings). Restart the phone. Reinstall mmm app. Check for all the usual connectivity (internet, bluetooth on, etc.) Start the pairing process from scratch. If the issue persists, please ask customer to try his daily usage scenarios in another location, because the reason of the issue can be electromagnetic noise (common sources active wifi networks bluetooth connections nearby, like smart home devices etc). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6101.